Event description:
During an in clinic follow-up, high capture threshold and low sensing was observed on the right atrial (ra) lead. An x-ray was performed and ra lead dislodgement was observed. The physician did not allege a malfunction against the lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.